Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection and the patient expired from infection and breathing difficulty shortly thereafter. It was reported that while this device was implanted, the patient didn't feel well and that the device never delivered a shock which may have contributed to the patient's feeling poorly. This patient's wife requested information regarding the recall on this model. Technical services explained that had this device been exhibiting the malfunction described in the recall, the device would have been beeping incessantly. Additional information was received that this patient's wife also alleged that the implantable cardioverter defibrillator (ICD) implanted prior to this crt-d did not work appropriately either.